Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was provided by a manufacturer¿s representative (rep) regarding an implantable intrathecal pump intended to deliver gablofen 2000mcg/ml at 200 mcg/day, indicated for intractable spasticity. It was reported that the patient had become more spastic over the past few weeks and a decision was made to replace the pump. It was noted that the patient is non-verbal and paraplegic. The pump was replaced on (B)(6) 2016, and when the rep interrogated the pump, the logs indicated a motor stall had occurred on (B)(6) 2016. It was noted that the rep had not been notified that the pump had stalled prior to surgical replacement. It was stated that there was no issue with the catheter, as the surgeon got cerebrospinal fluid (csf) flow freely once the pump was disconnected. It was reported that the pump was successfully replaced and that the patient¿s status was alive-no injury.

Manufacturer narrative:
Analysis of the pump on 2016-jan-13 revealed a pump motor feedthrough anomaly regarding shorting across the insulator. (B)(4).

Manufacturer narrative:
The previously applied conclusion code is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.